Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as hardware. The fse replaced multiple hardware parts including the buffer valve, sodium electrode, sodium cable and ise tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) with an "f" flag on their au680 clinical chemistry analyzer. The "f" flag indicates by the analyzer that a result is higher than dynamic range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics or patient data.